Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. An in-house mcs tip was installed on the tube adapter on an in-house system and passed the recognition and engagement tests multiple times. No error message was observed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have abrasions on the tube adapter.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an error message "remove and reinstall monopolar curved scissors (mcs) tip" was displayed when using the sp mcs instrument. The issue was not resolved despite changing the mcs tip. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the sp mcs tip and the sp mcs instrument did not exhibit any damage or missing material. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Also, the sp mcs tip accessory appeared to be properly installed. There was no report of fragment(s) falling inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. An in-house mcs tip was installed on the tube adapter. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests multiple times. No error message was observed. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have abrasions on the tube adapter. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The mcs instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.